Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a lead safety switch was exhibited for an out of range impedance measurement. In-office testing confirmed no anomalies: all system measurements illustrating normal function. A discussion with the physician also noted some intermittent loss of capture. The system was reprogrammed with no further intervention required and no resulting adverse patient effects.